Manufacturer narrative:
Mentor has received an update on the events submitted in the initial report. The patient has been experiencing bilateral breast pain for the past 6-7 months. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during evaluation of the device, a crease was observed in the posterior and extending to the anterior aspect. In addition a tear was observed within the crease in the posterior measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such a capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update regarding the events submitted in the previous reports. The patient had bilateral capsular contracture (baker grade iii on the left; baker grade IV on the right). As a result, the patient underwent bilateral explantation on (B)(6) 2019. The "capsular contracture" patient code has been added to this supplemental report in order to replace the previously used "pain" code. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, the device information has been updated in section d based on the received devices. Reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The suspect medical device information has been updated to reflect that a 375cc mentor smooth round moderate profile saline breast implant was the patient's affected right-sided device. Additionally, the patient's explantation that was scheduled for (B)(6) 2019 was cancelled. The patient's impacted device is still implanted. This supplemental report has been updated accordingly. A manufacturing record evaluation (mre) was performed for the updated finished device number (lot), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. As a result of the deflation, the patient has an explantation for their impacted device scheduled for (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor smooth round moderate profile saline breast implant (catalog number 3501660, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation. At the time of this report, mentor has received no information regarding explantation or a planned explantation date.